Event description:
It was reported that the green cable is faulty and does not stay attached. There is no other info available. It is unk if there was any case involvement. No pt consequence was reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: physical damaged upper case replaced, unit calibrated, fastening material exchanged and rotational cable replaced. After servicing the unit passed qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.